Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump operated within required specifications and delivered insulin accurately.

Event description:
It was reported that the pt was treated at the emergency room for elevated blood glucose levels.